Manufacturer narrative:
Findings: pump received with normal operating currents. No unexpected low battery alarm noted. Pump had unexpected restart alarm and erased memory anomaly after battery change due to faulty c13 on ib. No external ram crc error alarm noted. Pump passed the self-test. Pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating the insulin pump had alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer has received multiple unexpected restart alarm. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated that the alarm is recurring during normal use. The customer was advised that the device would be replaced due to multiple alarms. The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer is calling back because replacement battery cap did not resolve the issue. The battery currently use is aaa alkaline battery. The customer found unexpected alarm and external ram crc error alarm in the alarm history. The customer was advised that the alarm will be replaced.